Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant that the entire implantable cardioverter defibrillator (ICD) system was explanted due to vegetation on the leads inside the heart. It was noted that the patient is very sick and in dialysis and has several co-morbidities. No further patient complications have been reported as a result of this event.